Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 15mm long and it had an angulation of 45 degrees with thrombus and calcification. The vessels were severely tortuous and large measuring 16-25 mm in diameter. It was reported that after the bifurcated stent graft was implanted there was a proximal type 1 endoleak noted which required a palmaz stent to be implanted to resolve the endoleak. There was no distal endoleak on the contralateral side; however, a contralateral iliac extension limb was attempted to be inserted on the left side in order to extend distally. Due to the tortuosity, the device could not be advanced. It was removed from the pt and another MFR's stent graft was inserted and implanted. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (6). Required intervention. Results - endoleak; aortic neck was angulated with thrombus and calcification, vessels were severely tortuous. Conclusion: aortic neck was angulated with thrombus and calcification, vessels were severely tortuous.